Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was incorrect. A technical support specialist (tss) dialed in and followed knowledge article, device time is incorrect and corrected the device time and customer confirmed that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station time and date was not updated due to daylight saving mode not being enabled, which caused issues with due dose timing however, there were no delays or adverse events or injuries reported based on this event.